Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The handle was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. One of the two returned handles had the back plate broken off and was missing. Otherwise, the ratcheting mechanisms and tool retention mechanisms are intact and functional on both handles. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that both handles have been damaged and they do not attach to instruments properly.